Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the implant not charging up even after charging it for several hours was not determined. They stated that it took three times to charge up for three hours each time. It was reported that no actions were taken to resolve the reported issue and that their ins finally charged full. It was reported that the issue was resolved. The patient's weight was asked but was not addressed. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was calling because they stated that their implant wasn't charging up and it had been several days where they sat for several hours trying to charge it, but the ins was still not charging. The patient stated that their ins charge level is now at 50 percent and they were concerned. Patient services inquired about the screen the patient was seeing on the recharger, but the patient did not have their recharging equipment at the time and they did not remember anything but that they could connect to the implant and that it showed it was charging. However, the implant just wasn't charging up. Patient services suspected that the patient meant that the ins charge level wasn't progressing as fast as it used to, but the patient didn't say this during the call and they didn't have their recharger with them. The patient mentioned that the recharger antenna wasn't getting warm like it normally did since implant, so they knew the recharger wasn't working. The patient reported that they had met with the lady manufacturing representative (rep), who ¿recalibrated¿ their implant. The patient stated that ever since the ¿recalibration ((B)(6) 2017), they noticed that they hadn't been able to charge up the implant. The patient stated that they didn't know what recalibrating meant, but they knew that the rep had increased the numbers (the patient¿s settings) and made them higher because the paint had been getting pain down their left leg and was not getting relief in their feet. The patient stated that they had had this problem since implant ((B)(6) 2017), but it was just worse now, so the rep had put her unit on their implant for a short time and recalibrated it. It was reported that now the patient was doing better, but they weren¿t getting 100 percent relief. The patient stated that sometimes they did get 100 percent relief, but they weren¿t super surprised that they weren¿t getting 100 percent, because it was such severe pain. The patient stated that it was not working very well right now. The patient would be calling back with their equipment to help troubleshoot the issue of the ¿implant not charging¿. The patient then dropped off the line. The patient called back later the same day with their recharging equipment with them, because their ins was not charging. They stated that the recharger was plugged into the wall, the green light was on and the connector pin was nice and tight. While on the call, the patent stated that they had their recharger plugged into the wall charging, while the patient was describing the regular charging screen a different screen popped up, the ¿recharger charging complete¿ screen. It was reviewed that the screen meant the recharger battery was fully charged from the wall. Once the screen disappeared the patient was seeing the normal recharging screen and saw all eight coupling boxes shaded. Patient services indicated that this was the correct screen that they should be seeing and the recharger was working as designed. Patient services reviewed that if the patient has any further issues to call back. No further complications were reported/anticipated.